Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was generating "vent inop", "motor fault", "low pip", "low ve", and "xdcr fault" alarms. The events log also included the same alarms. The transducers test turbine differential failed. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty transducer.